Manufacturer narrative:
Based on the information provided, this case was assessed as reportable to the FDA as the event of occlusion was deemed to meet the serious injury criteria of necessitates medical or surgical intervention to preclude permanent impairment of a body function or permanent damage to a body structure. The device history record of radiesse injectable implant could not be reviewed as the lot number was not provided.

Event description:
This spontaneous report was received from an employee of a medical office via merz sales representative concerning a patient of unknown age and gender who received radiesse. Relevant medical history and concomitant medications were not reported. On an unspecified date the patient was injected with an unspecified amount of radiesse to the cheek. On an unspecified date post injection, the patient experienced an occlusion in the cheek. The reporter clarified that this was not her patient. Treatment and outcome were not reported and causality was unknown. The lot number was not reported. Additional information was received on 05 september 2019 via telephone from the reporter. The reporter stated that she was not the patient's injector nor was she the patient's physician. She clarified that she saw the patient in conjunction with a plastic surgeon during which time she observed that the patient had "some type of vascular issue or occlusion on her cheek area". For privacy, the reporter did not wish to disclose any further information as this was not her patient.